Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that inside of the light guide lens had foreign objects. This report is being submitted for the event found during evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned as part of the asset return process. The light guide lens had foreign material inside and foreign material was found around the forceps elevator likely due to insufficient cleaning. Due to damage on the charged coupled device unit, the image has black dots. Low angulation in the right direction due to deterioration of the angle wire. The forceps elevator was not working due to the knob wire being completely cut off. The adhesive around the light guide lens was found discolored. Low suction volume due to suction cylinder being shaved off. The coating was peeling and scratches on connecting tube. Scratches on the universal cord, scope connector and scope cover unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.